Manufacturer narrative:
Reporter state: (B)(6) has been selected as the initial reporter¿s contact information is unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that during use, the plunger of the 3 ml bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip was difficult to push. There was no report of injury or medical interventions.